Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer stated that the lift is used to lift patient off the floor if she should fall. The base leg is allegedly bent and one of the legs is approximately 1/2 inch off the floor. An RMA has been issued and the device is to be returned for an inspection and evaluation.

Event description:
Customer alleges the base leg is bent, one leg is about 1/2 inch off floor and the complete base looks to be off. No injury alleged.